Event description:
It was reported that pump displayed malfunction 1 with fault ID 0x2071 and there were no notable events before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received information on how to reset pump, and reset pump with assistance, and no additional outcome details were provided.